Manufacturer narrative:
The device history records for the sam 500p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 500p passed ¿out qat from heartsine technologies on the 19th february 2015. Delivery note 29405 was reviewed and it was determined that the sam 500p was shipped with a pad-pak from lot: a2056 and a pedi-pak from lot: p5034, which both had expiry dates of may 2019. Information from the history log showed the device was first installed on the 2nd march 2015 and performed to specification for 4 years before failing the weekly auto self-test due to low battery on the 3rd march 2019 july 2019. The user would have been alerted with a ¿warning, low battery¿ prompt alongside a flashing red status indicator, as per the reported fault. Information from the delivery note for the sam 500p indicate the device was shipped with pad-paks from lots: a2056 and p5034, which had expiries of may 2019. These pad-paks were therefore approaching their expiries by the time of the initial low battery fail and had likely resulted in the reported fault. As per the labelling review, the first time the device issues a low battery warning, it will still continue to function properly. However, it may have fewer than 10 shocks left. The pad-paks shipped with the device were not returned for investigation. During investigation, no fault was found on the sam 500p that would have resulted in a low battery fail. The device was fitted with a test pad-pak and temperature cycled between 0-50°c for 48 hours. Further stress testing was then carried out at 50°c 95%rh for 5 days. The pad-pak ocv/ccv and device current drain were measured before and after this stress testing with no significant changes observed. This combined testing equates to approximately 9.5 years of normal use without fault. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a new sam 500p.

Event description:
AED flashing red light. There was no patient involved in this event.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
AED flashing red light. There was no patient involved in this event.